Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional coronary angioplasty procedure with a 7f sheath. Reportedly, the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1142 was removed and code 2616 was added.

Event description:
Subsequent to the previously filed report, the following information was received: follow up confirmed, the initial information was misreported as cuff miss. Reportedly, the suture came out with device during device removal. No additional information was provided.